Event description:
Kestra customer care received a call from kmts field rep who reported that the patient received a therapy shock. The episode report was reviewed and confirmed that therapy shock was delivered on (B)(6) 2023. The reviewed episode report indicated that the patient was in atrial fibrillation with rapid ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Patients was in atrial fibrillation with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.